Manufacturer narrative:
The account reconnected the left side brake pedal brake linkage to resolve the issue.

Event description:
The account alleged that the brake casters on the right side would not go into steer or brake when the left brake pedal was depressed. No pt impact.